Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a miniarc on or about (B)(6) 2009 to treat stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced severe and permanent bodily injuries and significant mental and physical pain and suffering.